Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for connection issue was not confirmed due to a lack of sample. The cause was determined to be supply bag disconnected without falling. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported that the final bag became disconnected during dwell 4 of 4. The technical service representative (tsr) assisted the caregiver (cg). The cg stated that the final bag disconnected and fell to the floor during dwell. The cg put the hp into a manual drain and drained out 1087ml. The tsr had the cg cycle power on machine to end of therapy and advised to contact the nurse. Product surveillance contacted the patient on (B)(4) 2011. The patient stated that the bag never fell, however, the line fell out of the bag port while the patient was sleeping. The patient stated she had contacted the nurse regarding the event and is using antibiotics in a manual drain to prevent infection. No patient injury was reported. No further information is available.